Manufacturer narrative:
(B)(4). Product not returned for evaluation. No replacement product needed at this time. Complaint resolved by training during the time of the call. Product is working as designed. Customer is satisfied with the product. Most likely underlying root cause: mlc-78- user hematocrit low. Test strip UDI# (B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call in order to ensure the customer's condition since the initial call - unable to establish contact with the customer at this time. Product notification letter sent to customer to contact customer care.

Event description:
Consumer reported complaint for e-0 after blood absorbed accompanied with symptoms. The expected fasting blood glucose test result range is undisclosed. The customer did report symptoms of feeling dizzy and lightheaded. Medical attention is not reported as a result of the actual blood glucose results and reported symptoms. The product storage location is undisclosed. During the call on (B)(6) 2018, a blood test was performed fasting by the customer and produced test results of 73mg/dl using true metrix meter. The test strip lot manufacturer's expiration date is 06/30/2019 and open vial date is yesterday. The meter memory was not reviewed for previous test result history.